Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 8.5 mmol/l at the time of the incident. It was reported that the down arrow was not well responsive. It was stated that it needed to be pressed five times before it responded. There was no indication of troubleshooting or the issue being resolved during the call. It was indicated that a replacement will be sent. There was no indication of the insulin pump returning for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.